Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a comm error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found error codes 106, 53, 111, as well as shutdown failure. The executive processor board was replaced. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received executive processor board with a reported unit failure of a communication error and error codes 106,111, and 53. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures could be confirmed. Board passed testing. Sending the board to the supplier for failure analysis per procedure. The following was submitted by (fat). Failure analysis received from the supplier for the part. Please see attachment. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).